Event description:
It was reported that a silverhawk atherectomy was performed in the left sfa from its ostium to its distal portion including the popliteal artery with an ms cutter using multiple passes and removing a large amount of grossly visible atheroma. Silverhawk atherectomy of the proximal anterior tibial artery was performed with an es cutter, but this would not advance to the mid-distal portion. Add'l attempts were made with the ds cutter. Then an amphirion over-the-wire balloon catheter hand inflation was performed followed by the silverhawk atherectomy with the ds cutter. This was still unable to pass into the distal portion. This was followed by the balloon angioplasty with an indeflator. This time it was possible to deliver the silverhawk es cutter into the distal anterior tibial artery. Selective angiography showed brisk flow but a very small dissection in the left proximal sfa with a highly mobile intimal flap. This was followed by a successful silverhawk atherectomy of the intimal flap with the ms cutter. The event was not due to device malfunction.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.